Manufacturer narrative:
Closing codes were added to the manufacturer analysis. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 42 cm proximal to the lead tip. The proximal fragment including the is 1 connector pin was not returned. An extraction aid was found on the proximal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis revealed 36 cm proximal to the lead tip that the insulation was found abraded through, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this atrial lead was explanted due to a suspected fracture. Pocket stimulation was detected with high output atrial pacing, reported beginning (B)(6) 2021. No adverse patient events were reported. Should additional information become available, this file will be updated.